Event description:
The rptr states that rptr did back to back blood glucose tests, within ten mins. Rptr's results were 448 and 247 mg/dl. Rptr did not have any symptoms. A control test was in range, 125 (92-138). Rptr's meter had never been cleaned. On followup, the rptr corrected the initial report numbers to the above test readings. No harm was alleged.